Event description:
Revision surgery due to instability.

Manufacturer narrative:
The agent reported Patient presented two weeks post op for reverse shoulder with symptoms of instability. Surgeon opted to revise to larger implants to stabilize the joint. Insert poly and glenosphere were replaced. MALE 77. Complaint has been evaluated and is similar to report number 1644408-2023-00377; 509-00-036, S814 - Stability, Poor Joint, Revision Surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.